Event description:
The physician reports that a pt presented to him for a second opinion consultation for decreased bcva status post cataract surgery with implantation of the crystalens iol in the left eye. (Note: initial surgery was performed by another surgeon in 2009). Upon examination, the lens had vaulted in a z-configuration and the pt's bcva was 20/60 with mr of -0.50 sphere. A yag capsulotomy was performed and the bcva improved to 20/20-3 with mr of -1.00 + 0.75 x 089.